Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 30-apr-2025 and forwarded to millyard advanced medical products, llc on 01-may-2025. The nurse clinical educator reported that the patient was hospitalized on (B)(6) 2025 after being off medication for over 24 hours. The pump would not connect with the remote and then stopped working. Troubleshooting was unsuccessful. The patient was on her backup pump in the hospital. On (B)(6) 2025, the patient reported the reason that she went to the ICU was due to being off medication for too long without being aware that the remote was not connected to the pump. The patient reported that she had experienced chest pain, excessive tiredness, shortness of breath, felt like she was going to pass out when standing, lightheadedness, and swelling in the chest, hands, and face within the last 3 months. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.